Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet indicated low blood glucose despite concurrent fingerstick measurements showing values above 110 mg/dl, and the user planned to replace the near-end-of-life sensor at home. Symptoms included no reported hypoglycemia. Outcomes included no change in clinical status and no need for medical intervention. Investigation included user troubleshooting and education, with acknowledgment of a potential sensor performance issue late in wear. Investigation of this case revealed that the device continued to display low glucose while capillary readings were within target, consistent with inaccurate sensor glucose readings near sensor end of life. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.